Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer's blood glucose (bg) level subsequently decreased to 69 mg/dl. The customer attempted to self treat with a glucose injection. Reportedly the customer required assistance and emergency services (ems) were called. Ems gave glucose tablets and had customer consume carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.